Manufacturer narrative:
Clinical evaluation performed by medical affairs on 02 february 2018: hip revision surgery occurred 4 years after primary implantation. Radiographic images provided show the presence of radiolucent lines in gruen zones 1 and 2. Aseptic loosening is a possible, literature described adverse event after primary tha and causes are often unknown. In this case, the reason of failure cannot be determined. Clinical evaluation performed on 13 february 2018 by r&d product manager: the stem was analyzed. Some signs were evident on the neck, due to the revision surgery to remove the stem. The ha coating was totally absorbed. There are no signs that indicate a failure of the device and from the received part it is not possible to determine the root cause of the event. Batch review performed on 13 february 2018, lot 120920: (B)(4) items manufactured and released on 30 may 2012. Expiration date: 2017-04-30 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event

Event description:
4 years and 2 months after primary the surgeon revised the patient for a stem loosening. The surgery was completed successfully.